Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented in clinic for a follow up. Review of the episodes recorded noted that the implantable cardiac monitor (icm) exhibited electromagnetic interference (emi) oversensing due to a magnetic resonance imaging (MRI) scan. No intervention was performed; the icm will continue to be monitored. The patient condition was not known.